Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biventricular pacemaker [biv-ICD] implant, the marker band of the device detached. The staff states that the band is too small to remove with a snare. No attempts to retrieve the foreign body were made.